Manufacturer narrative:
The device was returned and a visual inspection was performed. The membrane was found completely unfolded with blood on the interior and exterior of the membrane and catheter tubing. An underwater leak test was performed and one lead was found on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. Under microscopy, the penetration was found to be within a whitish patch. This patch is caused by a slow abrasion of the membrane material by a rough surface, typically plaque in the patient's aorta. If the membrane is allowed to pump while in contact with this aortic plaque, a penetration will occur. Based on the evaluation of the device and the description of the events, it has been determined that the leak reported was the result of an abrasion in the membrane most likely caused by plaque in the patient's aorta. The instructions for use identify aortic calcification as a contraindication, as it is known that plaque may cause abrasion leaks. Device history records were reviewed and no non-conformities were found.

Event description:
It was reported that the nurses noted large amounts of blood in tubing. The pump was placed on standby immediately; no alarm sounded. Coagulation checked and heparin off. Balloon was removed after platelets given. Patient status reported as expired; however, the death was not attributed the device.